Event description:
It was reported that the left ventricular lead has experienced high impedance across many of the lead's vectors. The lead remains in use. No patient complications have been reported as a result of this event.